Event description:
Procedure: diagnostic laparoscopy (appendicitis) procedure. According to the reporter: during introduction of the optical trocar, the tip of the obturator bent, (it did not break). No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/01/2015.

Manufacturer narrative:
(B)(4).